Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a error message from reservoir refill. Customer stated that rubber button on bottom was came out and they pushed it back in. Customer put silicon case back over it. No harm requiring medical intervention was reported. The device will not be returned for analysis.